Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, CT showed an aneurysm size of 5.8 x 5.4. There was a type ii endoleak identified at the ima and the lumbars. On (B)(6) 2010, a coil embolization was performed. Two additional gore excluder aaa endoprostheses were implanted. On (B)(6) 2012, CT showed an aneurysm size of 6.3 x 6.0. An endoleak of unidentified origin was noted in the right iliac. On (B)(6) 2012, an intervention was performed and additional gore excluder aaa endoprosthesis were implanted. The endoleak was resolved. The medical assistant providing the info could not say which devices were implanted or where.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc141000/06721952.